Manufacturer narrative:
Additional information was added to h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused after use of the device. It was further reported the device emptied sooner than expected, within 20 hours. The device had been filled with 3g vancomycin . There was no report of patient injury or medical intervention associated with this event. No additional information is available.